Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a failure of the emergency lamp led to the malfunction, resulting in the e207 error. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had an e207 emergency lamp error. The issue was found during preparation for use in an unspecified procedure. There was no delay, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue was reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full e1 address establishment name: (B)(6) hospital.